Manufacturer narrative:
It was reported that a patient was burned during treatment. Enovis is awaiting the return of this device. Additional reporting on this event will be provided as a supplemental report to this document if and when the device is returned for evaluation.

Event description:
It was reported that a patient was burned during treatment.